Event description:
The facility's biomedical engineer reported a fault code 60 occurred upon startup of the device during testing. The facility had no report of any patient incident related to this device.